Event description:
The micro sagittal saw was sent in for evaluation because the round metal piece that holds the blade in place broke during a procedure. No adverse event was reported. The procedure was completed with an alternate device w/o any clinically significant procedure delay.